Event description:
It was reported that the lead exhibited loss of capture with diaphragmatic stimulation due to dislodgement. The lead was successfully repositioned. In 2007, the lead was explanted due to infection.

Manufacturer narrative:
No medwatch form was received. Review of quality records.